Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump) per email: no disposable pump wont run unresolved with multiple troubleshooting attempts green flow stop, air noted in line. Patient not affected. No additional information available.